Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, upon slitting, the head of the catheter broke off three centimeters from the top. The physician was unable to remove the catheter without the lead so the lead and catheter were removed together. No patient complications have been reported as a result of this event.